Event description:
Boston scientific received information that during a routine device changeout procedure, the right atrial (ra) lead would not disengage from the chronic device. Ultimately, the lead came apart and the proximal pin was pulled away from the insulation. The conductor was attached to the pin, with an approximate 1.5 cm gap between the pin and insulation. The physician elected to surgically abandon this lead and plug the ra port on the newly implanted device. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.